Event description:
It was reported that the patient presented for a routine device replacement procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise over-sensing which resulted in an inappropriate mode switch. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.